Event description:
The customer reported that the tip broke off of the device and fell into the patient cavity during a pancreatectomy. The broken piece was retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.